Event description:
During the attempt to cross a totally occluded lesion the guide wire became stretched as the wire was withdrawn after the tip became imbedded in the lesion. The guide wire was withdrawn with the complete system. During eval of the returned device it was determined that the core wire had fractured. Although no pt complications or injuries were reported during this procedure, it has been determined that core wire fractures may cause an adverse event if it were to recur.